Event description:
It was reported the patient presented remotely via merlin@home. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes is not performed yet. The patient is doing fine.